Event description:
During testing and repair at the independent repair center, the (B)(4) concentrator was reported to have low o2 (yellow light). This was due to the pe valve not shifting which led to the malfunction.